Event description:
Customer reports to have experienced keypad anomaly. Customer reports that when entering blood glucose, numbers began to ramp up and down fast on display. Customer's blood glucose was 187 mg/dl. Customer reports of keeping insulin pump in her bra. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump also had minor scratches on the lcd window.